Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
During a call to technical support for filling and draining slowly during treatment on the liberty select cycler, this patient reported being hospitalized with potassium issues, additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found to have a non-functioning pd catheter (not a fresenius product). The hospitalization and filling and draining issues were all related to the catheter problem. The patient was having the pd catheter removed and having a central venous catheter (cvc) placed for hemodialysis. The pdrn confirmed there was no issue with the liberty select cycler and all issues were related to the non-functioning pd catheter.

Event description:
During a call to technical support for filling and draining slowly during treatment on the liberty select cycler, this patient reported being hospitalized with potassium issues, additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found to have a non-functioning pd catheter (not a fresenius product). The hospitalization and filling and draining issues were all related to the catheter problem. The patient was having the pd catheter removed and having a central venous catheter (cvc) placed for hemodialysis. The pdrn confirmed there was no issue with the liberty select cycler and all issues were related to the non-functioning pd catheter.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.